Event description:
It was reported that pump experienced malfunction alarm identified as malfunction 3-0x2095, with no notable events occurring before issue and no information available about customer¿s blood glucose level at time of event. There was no reported impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, a replacement pump within warranty was arranged and shipped, storage mode instructions were provided, and customer was instructed to return problematic pump to tandem using prepaid materials, while customer declined to share information about backup therapy and no further information was expected.